Event description:
It was reported that during a da vinci surgical procedure, the mega suturecut needle driver instrument wires in the tip were frayed. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the one grip open cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were undamaged. The crimp that holds cable in, was still attached to the grips. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable could likely cause or contribute to an adverse event if the failure mode were to recur.